Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified continu-flo solution set leaked during patient infusion. It was further reported that "there was malfunction with the way the tubing was made." The device was used with infliximab. There was no patient injury or medical intervention associated with this event. No additional information is available.